Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted integrated circuit (ic), designator u1 on the analog pcb assembly. The shorted ic caused electrical damage to multiple components; which resulted in the reported issue. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to deliver defibrillation energy. The device shocked three times, the first shock output was 0 joules, the second shock out was 169.3 joules and the third shock output was 0 joules. There was no patient use associated with the reported event.